Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: there was evidence of moisture contamination inside the battery compartment. There was evidence of multiple battery alarms and short battery life observed in the pump's black box. The pump's current draws were found to be within specifications. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture inside the pump. Unrelated to the battery life issue, the display screen was found to be dim and discolored. The keypad was torn at the "ok" key, but all of the buttons were responsive and there was no evidence of contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. The reported noted that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.